Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device will not turn on or off. The biomed attempted to replace battery and checked power cord. Device still not turning on. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device received, but investigation has not been completed.

Event description:
It was reported that the device will not turn on or off. The biomed attempted to replace battery and checked power cord. Device still not turning on. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device will not turn on or off. The biomed attempted to replace battery and checked power cord. Device still not turning on. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacturer date of 10 jul 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.